Manufacturer narrative:
Model#, catalog #, serial #, lot#, expiration date, other #, UDI# , operator of device, and PMA/510(k) number are unknown. No product has been returned to date. A device history record (DHR) review could not performed as no lot or serial numbers were provided. If the product is returned, a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56.

Event description:
It was reported that the pump was alarming 'no disposable'. No patient injury was reported.